Manufacturer narrative:
Product event summary: at incoming inspection, it was noted that the atrial connector was broken, one bail attachment was missing, the ring attachment was bent and the battery contacts were contaminated. It was additionally noted that it passed its incoming testing on the automated test console. Pending customer approval the device will have its main board calibrated, its battery contacts cleaned and its atrial connector, bail attachment and ring attachment replaced and will be retested. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for a functional check and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.